Event description:
Customer reported obtaining false high sodium (na) patient results on their unicel dxc 600 pro clinical chemistry analyzer. The quality control (qc) results were within specification prior to the event. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided verbal example of false result.

Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted customer troubleshoot over the phone. The cts had customer inspect the instrument. The customer found there was a missing pin on the preamp board sodium (na) reference electrode connection. The customer replaced the preamp board to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).